Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received gamma3 nail was found to be broken around the proximal region at the point of the lag screw insertion hole. The point of origin is clearly visible on the microscopic images. The breakage was caused by a deviated lag screw step drill, which had initiated the starting point of the fracture by a notching effect; massive drill marks are clearly visible at the lateral edge of the entry point of the lag screw through hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿intra-operative avoid surface damage of implants. Discard all damaged or mishandled implants. During the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.¿ based on investigation, the root cause was attributed to a user related issue. The breakage was caused by a deviated lag screw step drill, which had initiated the starting point of the fracture by a notching effect. If any further information is provided, the complaint report will be updated.

Event description:
The customer reports a breakage of a gamma3 nail.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reports a breakage of a gamma3 nail.